Event description:
"Customer stated after charging the battery and going down the driveway, the battery beeped and turned off."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code and age of product are unknown. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that after charging the battery then going down the driveway, the power chair allegedly beeped and turned off. Consumer disconnected the call before any additional information could be obtained. No injury was alleged.